Event description:
It was reported that during maintenance it was noted that the damaged bottom roll needed and a damaged cutter needed to be replaced. There was no event nor procedure delay or patient involvement. Evaluation later found that this cutter failed the cut test. No adverse events were reported as a result of this malfunction. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record found that the 3:1 cutter was damaged and failed the cutting test; however, the cutter was returned unrepaired as zimmer biomet does not perform repairs for the zgsm cutter component. Review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.